Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Programming changes were made. The patient was discharged.